Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the main light is not working. There is no additional information at this time.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and confirmed the reported event. However, the company service representative could not replicate the reported event. The illuminator module was replaced as a preventative measure. The system was then tested and met all product specifications. The illuminator module and xenon lamp were received and a visual assessment of the returned sample found no obvious non-conformities. The sample was then installed into a calibrated system and the reported event could not be replicated. The sample was found to meet product specifications. The system was manufactured on november 5, 2009. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the light went out during a surgical procedure. An alternate lamp was used to complete the surgery. There was no harm to the patient.